Event description:
Patient was revised to address loosening of the cup. Medical records were received on (B)(6) 2010. Revision operative report indicates that there was found to be a large pocket of fluid in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.